Event description:
While gathering supplies to collect a covid sample, some the bd uvt collection kits were noted to be missing the collection applicator swab from the kit. The type of applicator swab in the kit (flocked sterile swab applicator) cannot be substituted with a regular cotton tip swab. Manufacturer response for uvt swab, bd uvt 3ml minitip flocked swab (per site reporter). Have not received response yet.